Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 15.996 mg/day) via an implanted pump. The patient¿s medical history included depression, gerd, and chronic pain. The patient¿s concomitant medications were cyclobenzapreem (10 mg 1qid), duloxetine (1 qid 60 mg), gabapentine (300 tid), imipramine (25 tid), and opazol (40 mg daily). The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the patient reported having a dressing on her bandage for 3-4 days. The physician was going to do a pump refill and found the pump site was infected. The physician was sending the patient to the hospital emergency room for IV (intravenous) antibiotics and referring her to a neurosurgeon for a probable explant. The were no environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting was performed. The issue was not resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-apr-2019 at which time it was reported that the patient was admitted for antibiotics and neurosurgery was consulted. So far, the cultures and labs were inconclusive regarding infection. No additional information was available.

Manufacturer narrative:
Non-destructive analysis found that there were no anomalies and no further destructive testing was required. If information is provided in the future, a supplemental report will be issued.